Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced a sensor error under 1 hour, after which they experienced a hyperglycemic event. The patient experienced diabetic ketoacidosis and was brought to the hospital. At that time the patient would not have had any cgm readings. The patient was hospitalized for 2 days. No specific treatment was reported. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.